Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclips referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report single leaflet device attachment, tissue damage and death. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4+. An xtw clip (20204r159) was implanted in the central-medial position. However, during manipulation of this clip in the left ventricle in the posterior medial commissural position the clip became caught in the chordae. This resulted in a rupture of the chordae with an increase in the regurgitant jet. Next, an attempt was made to implant an xtw clip (20204r158) lateral to the first clip, but when performing the gripper orientation test inside the left atrium one of the grippers would not actuate. The clip was removed from the patient without incident. This was followed by the implantation of an xt clip (20208r148) lateral to the first xtw clip, however during manipulation of this clip in the left ventricle in the anterior-lateral commissural position, there was another rupture of the chordae with an increase in the regurgitant jet due to the clip also becoming caught in the chordae. An attempt was then made to implant an ntw clip (20104r117) lateral to the xt clip, but without success due to the difficulty of satisfactorily capturing both leaflets. The procedure was ended with the mr unchanged at 4+. Later, that same day it was noted that the xt clip (20208r148) had a single leaflet device attachment (slda) possibly caused by a leaflet rupture. On (B)(6) 2022 the patient underwent a mitral valve replacement surgery. The patient was at high surgical risk evolved with cardiogenic shock, multiple organ dysfunction and that same day the patient died. It was thought the death was due to the inability to treat the mitral regurgitation. In addition, the xt clip detaching from the leaflet may have aggravated the mitral regurgitation. No additional information was provided.

Event description:
Subsequent to the initially filed report additional information was received stating that the fourth clip (20104r117) used in the procedure may have caused or contributed to the tissue damage as well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported death appears to be related to procedural circumstances following surgical treatment of the unchanged mitral regurgitation (mr). The cause of the reported unchanged mr appears to be due to the chordae rupture. The cause of the reported unspecified tissue injury associated with the chordae rupture was due to the difficulty in removing the clip from chordae. The cause of the reported difficult to remove associated with the chordae entanglement appears to be due to procedural circumstances while manipulating under the valve. The cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy (thin and friable leaflets). The reported image resolution poor was associated with imaging difficulty. The reported patient effects of death, tissue injury, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿the mitraclip device was not a direct cause of the patient¿s death. The injury was caused by manipulation of the xtw clips below the leaflets leading to chordal injury and leaflet perforation. The slda was likely due to the leaflet rupture. The patients mr worsened primarily due to the chordal injury and leaflet tear with worsening mr requiring surgery. The patient developed cardiogenic shock and multi-organ failure and died the same day of the surgery.¿